Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 44mm abdominal aortic aneurysm. It was reported 2 weeks post the index procedure the patient presented emergently with pain in the left leg. A CT showed a thrombosed left limb. Intervention was completed where the physician used a non mdt aspiration device which successfully removed the thrombus. The physician then placed a covered stent in the limb where there appeared to be a narrowing to expand the area. Bilateral bare metal stents were then placed from the common iliac to the external artery covering the hypo on both sides to expand the lumen in that area. The aspiration device was used downstream to remove thrombus from the femoral to just below the knee. Evidence of arterial flow to the feet was visualized before procedure was completed. As per the physician the cause of the thrombus and narrowing could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 01-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the limb on the left side was likely serial number: (B)(6). The patient was seen in clinic on (B)(6) 2022 and ¿is doing just fine. There is a mild loss of sensation in the patient's leg which is resolving over time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.